Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient began usage of the philips respironics medical device system one from 2012 to 2017. Usage was 4 hrs. Per day. During this duration, I experienced new and worsening medical conditions which could be presumptive conditions to pfas exposure. Glycemic dysfunction hyperglycemia insulin dysregulation diabetes type 2 hyperlipidemia - worsening cholesterol during this time duration. Increased risk of testicular cancer. Testicular cancer, reproductive cancer recurrent internal, diseased para-aortic lymph node, yolk sac sarcoma - 2020. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
New device information was provided by the consumer during an gfe attempt therefore the report was updated with the new information. Updated device information was provided to box d, box e, box g and box h. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient began usage of the philips respironics medical device system one from 2012 to 2017. Usage was 4 hrs. Per day. During this duration, I experienced new and worsening medical conditions which could be presumptive conditions to pfas exposure. Glycemic dysfunction hyperglycemia insulin dysregulation diabetes type 2 hyperlipidemia - worsening cholesterol during this time duration. Increased risk of testicular cancer. Testicular cancer, reproductive cancer recurrent internal, diseased para-aortic lymph node, yolk sac sarcoma - 2020. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Mw5118220.

Manufacturer narrative:
This event was previously reported as a serious injury and product problem. A pms clinical expert reassessment determined that this reported event makes no allegation of a device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported. In addition, there is no other clinical information provided to indicate any causal relationship between the device and the harms reported. Correction to section b1: this report will be filed as a serious injury.